Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 7:02 272 mg/dl (system 1) 7:04 226 mg/dl (system 1) 7:10 70 mg/dl (system 2) 7:15 70 mg/dl (system 1) 7:26 77 mg/dl (system 1) the blood glucose results were obtained using the same vial of test strips on both systems.